Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the customer overfilled the cartridge with more than 300 units of insulin, and as a result an alarm occurred. Customer was educated not to fill the cartridge beyond the specified maximum insulin amounts. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg. Reportedly, the customer reverted to manual injections for insulin therapy.